Event description:
It was reported that during a cervical procedure, the patient was being treated with a small stature locking plate and while the surgeon was placing a 4.0mm quick lock cancellous screw, one of the prongs of the screwdriver broke off in the head of the screw. The surgeon removed and discarded the screw and using a new screw and screwdriver, he completed the procedure with no reported adverse effect to the patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information. A review of the DHR indicates that an mrr was written for this lot where the outside shaft diameter that interfaces with a quick coupling failed for an undersize condition. This nonconformance was unrelated to the product complaint and did not cause or contribute to this complaint. The actual features that are damaged cannot be verified due to the bent and deformed condition of the returned device and since all of the relevant features cannot be measured accurately, the complaint is considered indeterminate. Risk assessment - no adverse consequences were reported. Replacements were available and the surgeon was able to successfully complete the procedure. Conclusion - the complaint is considered indeterminate from a manufacturing perspective and as no further information was provided, the complaint condition is due to an unknown cause.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)